Event description:
The customer reported approximately 100 mls of clear fluid leaked from the coulter lh 750 hematology analyzer during startup. The customer stated the leak came from the tubing at valve (vl-46b). The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical support (cts) was told by the customer that the tubing at valve (vl46b) was split (torn) and was the source of the leak. The customer replaced the tubing at valve (vl46b) to resolve the issue. The instrument was returned to normal operation. (B)(4).